Manufacturer narrative:
Section d3 (manufacturer name, city and state); originally reported as covidien, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500 and should be covidien, 15 hampshire street, mansfield, massachusetts, 02048. Section g1 (manufacturing site name and address): originally reported as covidien, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500 and should be covidien, 15 hampshire street, mansfield, massachusetts, 02048.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set was leaking near the spike. The nurses tried a few sets and each one from this lot leaked near the spike. There was no patient injury.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Six physical samples were received for evaluation. Visual and functional inspection was performed and found a detached cross spike from the line, also a few were leaking between the cross spike and the tubing line. As part of continuous improvements, a corrective and preventative action (CAPA) has been opened. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.